Event description:
It was reported during remote follow up that the atrial lead exhibited high pacing impedance and noise. Fracture was suspected. No intervention was reported. There were no patient consequences.

Event description:
Additional information received noted that the lead exhibited oversensing of noise that resulted in inappropriate mode switch. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.